Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f05 is being used to capture the reportable event of rescheduled procedure. Block h10: the returned hydratome rx 44 was analyzed, and a visual evaluation noted that the working length was torn from the tip to the end of the rx channel, which is consistent with the findings when the device was observed under magnification. Additionally, it was difficult to advance the guidewire during the functional test. No other problems with the device were noted. The product analysis revealed that working length was torn from the end of the rx channel to the tip, which is typically caused when the user pulls/removes the guidewire through the c-channel, also the technique used during loading/removing the guidewire into the device could cause the catheter gets torn. After functional inspection, it was difficult to advance the jagwire through the autotome device. The condition of torn working length leads to the difficulty in advancing the guidewire. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of four hydratome rx 44 used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the hydratome rx 44 was inserted through the duodenoscope. After the device exited the duodenoscope, the physician had difficulty passing the guidewire through the tome due to friction. The same problem happened when the physician opened three more hydratome rx 44. It was reported that the physician attempted to reload the guidewire through the tome after flushing the tome with saline and wetting the guidewire; however, the same problem was still noticed. It was also noted that the patient had a very difficult anatomy to cannulate (periampullary diverticula and a duodenal mucosal fold) partially blocking the view of the ampulla. The physician was able to place a pancreatic duct stent; however, the procedure was rescheduled, and a second procedure was performed, treating the biliary leak and it was successfully completed. There were no patient complications reported as a result of this event. The patient was discharged from the hospital.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: impact code f05 is being used to capture the reportable event of rescheduled procedure.

Event description:
Note: this report pertains to first of four hydratome rx 44 used during the same procedure. It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, the hydratome rx 44 was inserted through the duodenoscope. After the device exited the duodenoscope, the physician had difficulty passing the guidewire through the tome due to friction. The same problem happened when the physician opened three more hydratome rx 44. It was reported that the physician attempted to reload the guidewire through the tome after flushing the tome with saline and wetting the guidewire; however, the same problem was still noticed. It was also noted that the patient had a very difficult anatomy to cannulate (periampullary diverticula and a duodenal mucosal fold) partially blocking the view of the ampulla. The physician was able to place a pancreatic duct stent; however, the procedure was rescheduled, and a second procedure was performed, treating the biliary leak and it was successfully completed. There were no patient complications reported as a result of this event. The patient was discharged from the hospital.